Event description:
The affiliate reported: valve is not permeable. Csf doesn¿t flow. Implantation (B)(6) 2014, explantation: (B)(6) 2014.unknown whether device was replaced with same like device or with another product.mdv reportable.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve is a precision valve with 4 dots. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.